Event description:
It was reported that during pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It was mentioned that when the sheath was aspirated, the air was noted on the valve. Aspiration was done with farawave inside the sheath. First sheath was replaced, however same issue was noted in the second sheath. Thus, third sheath was used and the procedure was completed successfully. No patient complication was reported. The first sheath is not expected to be returned as it was lost.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.